Manufacturer narrative:
Medical safety assesses the reported event of ¿pain and revision surgery¿ and its reported severity as not related to the device because of the following: no device malfunction was reported. The alternative explanation of surgical/procedure error (the screws in the l5 vertebra were placed transarticularly, and the pain resolved after screw removal). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the patient had a pain syndrome and therefore the metal construction was explanted. No further information available. Additional information received and captured in ae crf ae description: screw fixation at level l5-s1 was removed, because the screws in the l5 vertebra were placed transarticularly. Ae diagnosis: fusion l5-s1, transarticular position of screws at the level of l5 facet joints. Site assessment ae relatedness: probable related to general surgery or lumbar fusion procedure. Not related to the rest of components. Sponsor assessment: probable related to general surgery or lumbar fusion procedure. Not related to the rest of components actions taken: screw fixation was removed ae outcome: terminated/resolved: (B)(6) 2021

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that ae diagnosis: lumbar pain due to transarticular position of screws at the level of l5 facet joints.; is the ae serious: yes: led to a serious deterioration in the health of a subject that: required in-patient hospitalization or prolongation of existing hospitalization.

Event description:
Updated to be causally related to minimally invasive procedure and to the posterior fixation device by the sponsor.

Manufacturer narrative:
B5: updated event description. G1: updated manufacturer details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.